Event description:
When therapist went to change pt back to vent, noticed what appeared to be a 2nd inner cannula inside the disposable inner cannula. Upon closer examination, the cannula had separated itself from the clips and was protruding out.